Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was used during a procedure performed on (B)(6), 2009 ((B)(6) old male; weight unknown). According to the complainant, a wallflex esophageal fully covered stent was placed after an esophagectomy on (B)(6). 2009. The patient presented with a leak on (B)(6), 2010. The physician removed the stent and discovered it had developed a hole. The physician replaced the stent with another wallflex esophageal fully covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Correction to event information: patient weight is not unknown; (B)(6).

Manufacturer narrative:
A stent only was returned for analysis. A visual examination of the stent found several small pinholes in the silicone coating at various locations along the stent. There were no more than 2 pinholes larger than 1.0mm which passes the in process inspection criteria. No other issues were noted with the profile of the stent. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Manufacturer narrative:
(B) (4). Therapy/non-surgical intervention, additional. Stent cover damage. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was used during a procedure performed on (B) (6) 2009 ((B) (6) male; weight unknown). According to the complainant, a wallflex esophageal fully covered stent was placed (B) (6) 2009. The patient presented with a leak on (B) (6) 2010. The physician removed the stent and discovered it had developed a hole. The physician replaced the stent with another wallflex esophageal fully covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.